Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 514 mg/dl. The customer stated that they felt symptoms of head ache, muscle fatigue, ache muscle, and frequent urination. The customer was treated for the high blood glucose with their insulin pump. The customer stated that the infusion set would come off from the sweat of the customer's body. The customer was assisted with removing the reservoir and rewinding the insulin pump. The customer was then instructed to reinsert reservoir and run a manual prime. The customer's insulin pump worked as designed. The customer did not return the product back for analysis.